Event description:
Information received that pump fails diode test which is the cause of error code 13 during testing.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the specification. New pcb board was replaced to solve the issue (B)(4).